Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow block alarm. Troubleshooting was performed but was unable to resolve the issue. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11d; retainer = clear. Customer returned the pump for alleged high bg event and not alarming insulin flow blocked found on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No insulin flow blocked alarm anomaly noted during testing. Successfully downloaded the trace and history files using thus. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, serial number label stained and faded, missing end cap address label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. High bg anomaly and absence of occlusion alarm are not confirmed. The pump passed all the functional testing and the insulin flow blocked alarm functioned properly during testing.